Event description:
Pt reported obtaining a blood glucose result of 230m mg/dl, while using the suspect device. Based on this result, pt reportedly delivered a total of 20 units insulin (nph and insulin aspart). Approximately 4 hours later, pt indicated that she experienced hypoglycemic symptoms. Pt retested blood glucose, using the suspect device, and obtained a result of 241 mg/dl. Pt self-treated, based on symptoms, by eating cookies and an orange. No medical intervention was sought. Pt indicated that, 5 days later, a level-one quality control test was performed on the suspect device ad the result fell outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.